Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited decreased r waves. The right atrial (ra) lead exhibited no capture. Both the ra and rv leads were repositioned and remain in use. No patient complications have been reported as a result of this event.